Manufacturer narrative:
G4:09apr2021. B4:19apr2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2021-00753 submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 12mar2021.

Event description:
The customer reported the v60 shut down while on a patient. There was no patient or user harm reported.